Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012 with a post-operative hip dislocation. A closed reduction procedure was performed resulting in disassociation of the ceramic head. A subsequent revision was performed (B)(6) 2012 to remove and replace the head and liner.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or related deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects number 4, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." And number 8. "Dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01325/ 01327).

Manufacturer narrative:
Correction made to description to clarify cup was not removed during revision.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012 with a post-operative hip dislocation. A closed reduction procedure was performed resulting in disassociation of the ceramic head. A subsequent revision was performed (B)(6) 2012 to remove and replace the head, cup and liner.